Event description:
Pt was having a left heart catheterization with coronary cineangiography, angioplasty. A johnson & johnson stent could not be passed into the area of stenosis and bare stenting over the balloon was attempted but the stent was lost in the circulation after the guide had been pulled back to an area near the diaphragm.